Event description:
It was reported that the siderail would not latch. It was reported that there was a pt involved, however, there were no adverse consequences reported as a result of this issue.

Manufacturer narrative:
A field service rep went to the user facility to service the stretcher. The staff could not locate the implicated stretcher. The customer complaint could not be confirmed as the stretcher was not found.